Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s current blood glucose level was 542 mg/dl. The customer¿s blood glucose level at the time of incident was 65 mg/dl. The customer was treated with food. The customer reported that the drive support cap appeared to be normal. The insulin pump will not be returned for analysis.